Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported post procedure, about 2 hours later, the patient complained of a sore throat. It became worse after a few minutes, and then her blood pressure dropped to <90 systolic, and she became unresponsive. Respiratory support was administered, and after 5 minutes she started to become responsive. An echocardiogram was completed while the patient was on the table, showing pericardial effusion. No lead perforation was seen. All lead measurements were ok and stable. The patient's condition improved, and was stable after 30 minutes of observation. Dr. Langton was unsure as to whether the effusion was due to the length of the procedure, and amount of medications that were given, or if the lead contributed to the effusion. No further adverse patient effects were reported.